Event description:
It was reported that a patient was not getting therapeutic benefit from their left lead. There were "impedance issues" on the left lead. There were "high" impedance results on circuits c-1, c-2, 0-3, and 1-3. The impedances were above 2000 ohms on unipolar combinations. The right lead was "fine impedance wise". It was stated that there was no shocking occurring on the left lead and they could not get any effect even when the voltage was turned up to 6.8v. There was no known reason for the high impedance values. Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# v813627, implanted: 2011 (B)(6), product type lead product ID, 3389s-40 lot# v867003, implanted: 2012 (B)(6), product type lead. (B)(4).